Event description:
A report was received that the trial patient was experiencing sharp pain in the chest and at the back. The leads were removed and the pain was resolved. It was believed that the pain was not device related but the placement of the lead inside the epidural space. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.